Manufacturer narrative:
Manufacturing site: (B)(4). Investigation result: the reported caravel microcatheter was returned for investigation. The distal tip polymer of the returned caravel microcatheter was found stretched and torn off. Deep helical scars likely caused by screwing the catheter into such hard object as calcium were observed proximal to the torn tip end. The further proximal tip surface had scattered scars and dents also likely caused by a relatively hard and sharp object. These findings indicated that the tip polymer of the subject caravel microcatheter was stretched and wrenched off at approximately 0.5mm from the distal tip end. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the provided information and the investigation outcome, it was presumed that torsion generated with catheter manipulation might have been locally accumulated on the subject caravel microcatheter while its distal tip segment had been caught by the heavily calcified cto during lesion crossing attempts, twisting the tip polymer. As tension was applied during withdrawal attempts, the distal tip segment was stretched and torn off. Although it was concluded that the reported event was not attributed to product quality, it was concluded that the additional treatment with stent deployment of wire fragment was a reportable health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] 3) do not use this microcatheter in advanced calcified lesion. [Warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified and heavily flexuous chronic total occlusion (cto) in the proximal right coronary artery (rca). An asahi caravel microcatehter was used with an asahi gaia next 2 guide wire to cross the cto cap. While crossing attempts were being made, the caravel microcatheter stopped advancing although it advanced a very little. When checked, the tip of the microcatheter was found broken. The microcatehter was replaced with an asahi corsair pro xs microcatheter, and the procedure was completed successfully. The tip fragment was found left in the cto and pressed in with an unspecified stent. It was informed that the patient was doing fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to know similar events, it was presumed that tension generated with withdrawal attempts might have been applied to the subject caravel microcatheter while its distal segment was caught by the heavily calcified cto during lesion crossing attempts. Consequently, the tip polymer was stretched and eventually torn off. Although it was concluded that the reported event was not attributed to product quality, it was concluded that the additional treatment with stent deployment of wire fragment was a reportable health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] 3) do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). [Malfunction and adverse effects]. ~ separation.